Manufacturer narrative:
B5. Updated with additional information received. H3. Device was returned for analysis. Completion of analysis is pending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the pipeline distal end failed to open. The pipeline had not been placed in a vessel bend when it failed to open. There were no additional steps or device used to open the pipeline. There was no problem with the phenom microcatheter.

Event description:
Medtronic received information regarding a pipeline flex with shield technology (ped2) stent that failed to open. The patient was undergoing an embolization procedure to treat a giant unruptured saccular aneurysm in the left internal carotid artery (l-ica) c5 segment. The aneurysm max diameter was 26mm and the neck diameter was 11mm. Dual antiplatelet treatment (dapt) was administered. Patient's vessel tortuosity was severe. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline tip could not be opened during deployment despite several deployment attempts and maneuvers: withdrawing the catheter, reducing tension and slowing pushing and pulling. The surgeon then suspected the pipeline tip was rough/damaged so the pipeline was removed and replaced to complete the procedure successfully. The failure was attributed to the large aneurysm size and the tortuosity of the patient's vessels. There was no harm or injury to the patient associated with this event. Postoperative angiography showed good results. Ancillary devices: phenom 27 microcatheter, stryker guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis: as found condition: the pipeline flex shield device was returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield inner pouch. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the analysis findings, the pipeline flex shield was not confirmed to have failure to open at distal as the device was resheated. In addition, the pipeline flex shield braid ends were found fully opened and damaged. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. It's likely that the severe vessel tortuosity may have contributed to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.